Event description:
A us distributor returned a monitor and reported monitor does not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted u603 component on the computer/analog pca. The root cause for the defective u603 component could not be positively identified. No adverse event resulted from the damaged monitor.